Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime process. The customer's blood glucose was 100 mg/dl. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.